Event description:
It was reported that multiple programmers could not connect/communicate with the pacemaker. The pacemaker is pacing at a rate of 60 beats per minute and is still in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.